Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported no vibration.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced no vibration.